Event description:
It was reported that a large volume infusor had a leak problem due to a damaged cap. This was observed during use at the patient¿s home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was manufactured from january 18, 2022 - january 19, 2022. The actual device was received for evaluation. A visual inspection was performed using the naked eye which noted fluid inside the bag that contained the unit which indicated a leak had occurred. When the sample was removed from the bag, the cause of leak was identified to be a non-fitting blue luer cap. The blue luer cap is not a baxter product. The customer did not use the infusor's blue winged luer cap. The infusor's blue winged luer cap was not returned to baxter. A functional leak test was performed by filling the unit with green colored water. After fill and prime, a similar infusor's blue winged luer cap was used to close the distal luer of the infusor sample. The cap was then hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was monitored until the next day. The next day, no evidence of leak was observed. Based on the evaluation findings, the device was determined to be conforming product. Therefore, the reported condition of leak was verified, however, the cause of the leak was determined to be a user related issue. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.